Event description:
A malfunction was reported with the display of malfunction code 16, and the fault ID was available. It was not resettable, and the customer was advised by technical support to replace the pump. There was no adverse impact on the customer's blood glucose level reported, although the customer did not provide specific details. The pump was under warranty, and the customer was guided on putting the pump into storage mode and instructed to return it with a prepaid label. To maintain insulin delivery, the customer planned to use a multiple daily injections method as a backup.